Manufacturer narrative:
(B)(4). The sample is not available as it has been discarded. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 3 of 5. The home patient (hp) was still connected and the supply bag was empty. According to the patient the bags did not come undone. The technical service representative (tsr) explained the alarm and assisted the hp with clearing the alarm. The hp will finish with manual bag. Product surveillance attempted to contact the nurse on (B)(6) 2011. A detailed message was left to notify the nurse of the event and to call back should she have any questions. No patient injury or medical intervention was reported. No further information was available.